Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump displayed a recurring 38 malfunction alert, produced clicking during rewind, and then issued an unable to proceed alert during a supply change, after multiple restarts and a dry-run attempt; the device was deemed nonfunctional and a replacement was issued, with instructions to shut down and return the original, while the user continued using cgm and administered subcutaneous insulin as backup. Symptoms included hyperglycemia with a reported highest glucose of 330 and elevated glucose for approximately four hours, without ketone testing, medical intervention, outside assistance, or acute complications. Outcomes included disruption of insulin delivery and the need for backup insulin therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.